Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio = 1.1 and 2.9. Therapeutic range: 2.0-3.0. Time between tests: minutes. Patient self tester was milking finger after finger stick; multiple finger sticks performed on the same finger. Customer satisfied and will call back if necessary.

Manufacturer narrative:
Investigation pending.